Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) explanted for end of life battery depletion. The ins was interrogated on (B)(6) 2013 and found to be end of life. Explanted (B)(6) 2013. It was reported the patient recovered without sequelae. Additional information has been received. No signs or symptoms reported.